Manufacturer narrative:
Corrected data: common device name (section d2) was added, and unknown serial number notation should not have been added in the previous report.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5120288.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right ventricular (rv) lead was capped due to an unspecified performance issue. Further information was not provided.